Event description:
A peritoneal dialysis (pd) patient experienced seven episodes of peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date on (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced a peritonitis manifested by abdominal pain, cloudy fluid, and constipation and recovered from the event. The cause of the event was unknown. The same day as event onset, the patient began treatment with ciprofloxacin (500mg, twice a day for 5 days) and vancomycin (2.5g) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.